Manufacturer narrative:
During the event investigation, the customer confirmed that a ggt cartridge was loaded into the slide supply position that had been incorrectly identified as containing a glu cartridge. Acceptable glu results were obtained after the customer correctly loaded a glu cartridge in the glu slide supply position. No malfunction occurred. The vitros 250 operated as programmed and intended. The root cause of the event is user error.

Event description:
A customer observed negatively biased glucose qc results and pt sample results on multiple samples on the 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.